Event description:
It was reported that the customer was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that he received a sensor glucose reading of 64 mg/dl when the actual blood glucose level was 120 mg/dl. The customer also stated that he had a bent sensor cannula and the was using steroids. Troubleshooting was done. Advised to speak with his healthcare provider about other places to insert. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors showed that both sensors failed per specifications due to high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.